Event description:
New information received indicates that the patient received additional inappropriate therapies while running. Boston scientific technical services (ts) reviewed the episode data and noted that this patient may have ventricular conduction disturbances like left bundle branch block (lbbb) or partial bundle branch block (bbb) at certain rates. The patient was sent home with a holter monitor to assess for bbb in an ambulatory setting. Unfortunately the battery of the holter monitor fell off and all data was lost. The patient underwent an exercise test while in clinic. The change in morphology could not be reproduced however a lot of noise was observed. Programming changes were made which improved the oversensed noise but did not resolve completely. No intervention is planned and the patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing caused by decreased r-wave amplitudes. The device was reprogrammed and remains in service. No adverse patient effects were reported.